Event description:
Pump declared alarm 30 during pumping, but there was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy as cartridge alarm recurred, despite assistance with loading a new cartridge. Cts decided to replace pump, and customer will use mdi as backup therapy. Customer was instructed on proper storage mode and return procedure for problematic pump, which will be returned via pre-paid label.